Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported seeing a red icon on their remote monitor. Upon follow-up in clinic the physician noted no apparent device issues. The patient contacted a boston scientific company representative for further information regarding their remote communicator and it was noted at that time that an alert was transmitted indicating out-of-range right ventricular (rv) lead pace impedance measurements. Communicator function was explained to the patient and they were referred to their physician for additional follow-up. No adverse patient effects were reported. This system remains in service.